Event description:
Additional information received indicated the malfunction of noise was alleged on a different right ventricular (rv) lead of unknown description. The previous rv lead that was reported is intact and is currently being used without complication.

Manufacturer narrative:
Correction: upon review, the high voltage lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that the patient's right ventricular (rv) lead was sensing noise. The patient was asymptomatic. Further information was requested but not received.